Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. (B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an esophageal variceal ligation (evl) procedure performed on (B)(6) 2019. According to the complainant, during preparation, the glued bands were evident; therefore, the device was impossible to use. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an esophageal variceal ligation (evl) procedure performed on (B)(6) 2019 according to the complainant, during preparation, the glued bands were evident; therefore, the device was impossible to use. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Additional information received on 15may2019. It was reported that the device was properly installed to the endoscope and the band was successfully attached to the varicose vein. Suction and handle was rotated; however, the band did not adhere and was released together with all the deployed bands.

Manufacturer narrative:
According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block e1: (B)(6). Block h6: problem code 2610 for the reported issue of bands failed to deploy. Problem code 1484 for the reportable issue of bands prematurely deployed. Block h10: investigation result. Received one speedband superview super 7 with the ligator head for analysis. It was noticed that the crimp was present on the trip wire. A visual examination of the ligator head found sven bands present which were moved out of its position. It was noticed that the ligator teeth were bent. The suture was cut and attached to the trip wire loop and the oher section was attached to the ligator head. The tripwire was secured in the handle assembly. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard and indents were felt. No issue was noted with the handle assembly. Based on the evaluation of the returned ligator head, these failures are likely due to anatomical or procedural factors encountered during the procedure which limited the performance of the device. It is most likely that the ligator head teeth were damaged due to handling and manipulation of the device during the procedure. Once the ligator head teeth are damaged, the suture can be detached from its position on the ligator head and this condition could have impacted the bands deployment activity which could have contributed with the reported issues. This failure is likely due to factors or conditions related to procedure during the use of the device that could have affected its performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an esophageal variceal ligation (evl) procedure performed on (B)(6) 2019. According to the complainant, during preparation, the glued bands were evident; therefore, the device was impossible to use. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Additional information received on 15may2019. It was reported that the device was properly installed to the endoscope and the band was successfully attached to the varicose vein. Suction and handle was rotated; however, the band did not adhere and was released together with all the deployed bands.